Manufacturer narrative:
A bci field service engineer (fse) cleaned the residual leak around the unit. The unit was run to find anything leaking but could not locate any leaks. Will monitor with customer. Fse verified repairs per established procedures. Results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) to report blood leak underneath coulter lh 750 analyzer. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.